Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified atrioventricular branch. After pre-dilatation was performed, a 2.25 x 28 synergy¿ drug-eluting stent was advanced from the distal right coronary artery. However, the device failed to cross the lesion and it was noted that the stent strut was lifted. The procedure was completed with a 2.25 x 20 synergy¿ stent. No patient complications were reported and the patient's status was good.